Manufacturer narrative:
This report is being submitted following a retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that a user discontinued the ilet after approximately two weeks due to repeated hypoglycemic events, frequent audible alerts without a vibrate option, and dissatisfaction with the belt clip that did not reliably secure the pump during daily activities while caring for an infant. Symptoms included low blood glucose episodes that required substantial additional carbohydrate intake to manage. Outcomes included cessation of ilet use and reversion to the user¿s previous pump, as well as initiation of a device and supplies return. Investigation included customer care review, education on the return policy, and field team consultation prior to return approval. Investigation of this case revealed no device evaluation, and the cause of hypoglycemia and alerts remained unclear without further troubleshooting or training, while the reported clip performance and lack of vibration feature aligned with known usability and design limitations. It was concluded, based on previously established findings for similar reports, that the cause was unclear pending device assessment. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.